Event description:
A (B)(6) male underwent abdominal aortic aneurysm repair on (B)(6) 2007. The patient history is: aaa post stent graft; smoker. On (B)(6) 2011, the patient underwent an CT cta abd/pel o exam for the aaa 4 year post stent graft. Spiral imaging was performed through the abdomen and pelvis during uneventful administration of intravenous contrast, with bolus optimized for arterial evaluation. Abdomen findings indicate the lung bases are free of infiltrate effusion or nodule. Liver is normal in size and contour. Spleen is normal. Pancreas appears morphologically normal. Adrenal glands are normal. Kidneys are normal in size. The small and large bowel maintain a non-obstructed pattern. Multiple diverticula are noted throughout the sigmoid colon without evidence of diverticulitis. There is no ascites. The patient has experienced pain in the right leg. It was determined from imaging that the patient had an occlusion of the right common iliac artery. Based on this occlusion, the patient will undergo a fem-fem bypass in the near future.

Manufacturer narrative:
Occlusion is labeled. Event is still under investigation.